Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 22oct2019. There was no patient involvement. The customer reported battery source failure, but the battery was over five years old. Based on the information provided, the reported issue is not likely to cause or contribute to death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/09/2019.

Event description:
The customer reported battery source failure. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.